Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline became dense due to the push during stent deployment. After surgery, there was an occlusion at the stent site. It was reported that the patient passed away. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured aneurysm with a saccular morphology.

Event description:
Additional information received reported shortening at the proximal end of the pipeline stent was confirmed though it was noted there was no reduction to the inner diameter of the stent observed. No additional action was taken to address the issue. The stent occlusion was confirmed during the patient's hospitalization and cause is unknown. While the tightening of the mesh during deployment cannot be definitively stated as the cause of the occlusion, this possibility also cannot be entirely ruled out. No other information will be made available, per the doctor.

Manufacturer narrative:
B5: updated with additional information received. H6: imdrf: a coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported vessel tortuosity was moderate. The patient passes away in the hospital. The patient death relation to medtronic device or therapy is undeniable. Leading up to the patient death there was unruptured cerebral aneurysm. There was no resistance in the catheter. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU). There was no damage observed to the pipeline pushwire or catheter. The patient underwent thrombectomy therapy to to resolve the occlusion. Dual antiplatelet treatment was administered. Ancillary devices: fg15150-0615-1s catheter.